Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 11/28/2008. A document assessment (fmea-(B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit will not turn on. Unknown when alleged defect was detected.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and the unit was connected to 110 vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test, the neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. Also, while attempting to remove the power supply pcb connector , it shattered due to long exposures to heat. This condition makes it impossible to proceed with testing that might confirm the power supply board's functional condition. The complaint cannot be confirmed. Functional testing was not possible due to damaged connectors which have been exposed to long periods of time in high heat conditions. The root cause for the failure is unknown.

Event description:
The event is reported as: the unit will not turn on. Unknown when alleged defect was detected.